Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator exhibited under sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of under sensing was confirmed. Under sensing was observed in the device image. The device behaved as programmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were noted.

Event description:
New information received notes that the device was explanted and replaced.